Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an ongoing infection (patient was originally implanted with a competitor's ipg) at his scs ipg pocket site. As a result, the scs ipg was explanted. The implant date is unknown for the device below: model 6145, dbs lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2016-00080 and 1627487-2016-000081. Additional information received identified the patient was implanted with 2 pocket adaptors when the infection occurred. These devices were explanted at the time of the ipg explant and are being reported as device 2 and device 3.